Manufacturer narrative:
(B)(4). This complaint for the pouch with incomplete seal before use was confirmed in the lab. Pouch was visually inspected with top seal opened approximately 2 in center of seal and a small puncture on the front side of the pouch. The root cause was not identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter has received similar reports, and will continue to monitor this product line for trends and take corrective/preventative action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer reported to baxter (B)(4) an incomplete seal on the pouch of the cassette, prior to use. No injury or medical intervention was reported. There is no additional information available at this time.